Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in the mildly calcified right common femoral artery. Reportedly, slight resistance was felt while pulling the plunger back and two needles were not visible. A needle backdown was performed, but resistance was felt and it was not possible to fully push the needles back. The x-ray was checked and noticed that one of the needles was bent forming a u-shape. A surgical procedure was attempted to remove the device. The surgeon tried to pull the handle to remove the needles. Two needles could be easily removed with a clamp from the hub. One posterior needle was not visible and was found to have missed the hub and protruded at the side out of the vessel wall and was removed. The fourth needle was stuck in the barrel. The lower part of the needle could be salvaged from within the sheath of the prostar xl and the device was removed from the patient's anatomy. A 10f sheath was inserted and the patient was transferred back to catheter lab, where the tavi procedure was completed successfully over an 18f sheath. Hemostasis was achieved by closing the puncture site after removal of the sheath with a surgical suture. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to deploy needles and difficult to remove the device, was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The safety and effectiveness of the perclose at amc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.